Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: the device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that during a tortuous and heavily calcified left anterior descending artery intervention, during pre-dilatation, the trek balloon ruptured during the first inflation at 2 atmospheres. There was no adverse patient sequela and no clinically significant delay in procedure reported. A non-abbott balloon was used to complete the procedure. There was no additional information provided.